Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the usb cable was completed on 10/15/2014. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Sem analysis of the wire strands identified that a stress-induced fracture had occurred. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the physician's programming tablet is giving an error message "cannot open port" during device interrogation. It was reported that troubleshooting was performed by disconnecting the usb cable for 15 seconds and then reinserting it and letting it sit for 15 seconds and then device interrogation was retried. The error message was received again and there was not another tablet available to test the usb cable. The physician was provided a new usb cable. The non-functioning usb cable was received for analysis. Analysis is underway, but has not been completed to date.